Manufacturer narrative:
Product ID: 8780, serial# (B)(4), implanted: (B)(6) 2013, product type: catheter. The event is now reportable for serious injury as there was intervention required, and the appropriate fields have been updated. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the rep on 2019-oct-12. It was reported that the patient¿s weight at the time of the event was not known. The ¿catheter is assumed to be clogged,¿ and the lot number was provided. Dye study was unsuccessfully performed and they were unable to aspirate. The catheter was replaced on (B)(6) 2019, and the old catheter was left implanted in patient. The cause of the inability to aspirate and the cause of the volume discrepancy were not known, but the hcp believes it was clogged. The issue was resolved at the time of the report. No further complications were reported or anticipated.

Manufacturer narrative:
Other relevant device(s) are: product ID: 8784, lot/serial#: (B)(4), implanted: (B)(6) 2017, product type: catheter, ubd: 17-aug-2018, UDI#: (B)(4), product ID: 8780, lot/serial#: (B)(4), implanted: (B)(6) 2013, product type: catheter, ubd: 22-oct-2015, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturing representative (rep) regarding a patient receiving an unknown medication for non-malignant pain. It was reported a volume discrepancy had occurred. The actual residual volume (arv) was greater than the expected residual volume (erv). The patient's pump was scheduled to be refilled in 7 days (relative to (B)(6) 2019). The patient had a 20 ml pump and the hcp pulled out 15 ml of drug. The patient had an increase in pain was losing weight. The pump was not alarming. Considerations were reviewed with the rep and the rep planned to follow-up with the healthcare provider. It was unknown when the symptoms began, however, the volume discrepancy was observed on (B)(6) 2019. Additional information was received from the doctor on (B)(6) 2019. The doctor reported the erv should have been 2.5 ml however the arv was 16 ml. It was indicated the increased pain occurred the same day as the volume discrepancy. A catheter dye study was done and the doctor was not able to aspirate the catheter access port (cap) under fluoroscopy or put pressure on it to do a dye study. Considerations were reviewed. The doctor stated they would investigate replacing. The pump was being used to deliver hydromorphone 1.25 mg/ml at 191 mcg/day. No further complications were reported or anticipated.